Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support with gas gain alarm that occurred a couple of times on cardiosave intra aortic balloon pump. User attempted iab fill key but still alarm came back. User also stated that few hours back catheter restriction alarm also occurred. Then user confirmed that connections were tight and tubings were clear. The balloon was inserted axillary instead of femoral. The esp personel reviewe the troubleshooting actions like repositioning patient`s arm or shoulder. No harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields are d8, g4 510k, h6 medical device problem code and h6 componnet. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Stephanie had pressed iab fill, but it would still come back. She stated that a few hours ago, she was getting restriction alarms. Stephanie confirmed the connections were tight and tubing was clear. The catheter was in the axillary location off label disclaimer given. Esp personal recommended she get a chest xray to check position and see if a kink is visible. Also, esp personal recommended removing the dressing and biopatch to be able to visualize the insertion site where there could be a restriction. Also, esp personal recommended she try repositioning the patients arm shoulder, while attempting the iab fill key to see if it resolves. Esp personal had another call coming in, so esp personal gave her esp direct number and asked her to call or text back after she tried those things. Esp personal also explained that if those suggestions did not get the pump going again, the provider needed to be notified, as they may need to replace the catheter. Stephanie stated the catheter had been in since early november. Stephanie never called back.